Event description:
Customer reported that the device overheated. No additional info was provided by the user facility.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination on the bearings.